Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box recorded several replace battery alarms and showed signs of short battery life. The battery compartment was found to be corroded. A leak test failed due to cracked pump case. The battery cap was found to be stripped. A pump rewind, load and prime steps were done with no loss of power. The pump was exercised for 24 hours on a one unit per hour basal program with no power loss. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the patient (pt) contacted animas alleging power issue with the insulin pump. He had changed the battery 3 times with an alkaline battery. He indicated that the first lithium battery had corrosion on the end. There are no visible rips/tears in the keypad or other physical damage to the casing; however, the pt stated there was moisture exposure about a month ago. The battery cap was replaced 2-3 months ago. The patient did not report any blood glucose excursions but was advised to contact his health care professional for the back-up plan. The alleged issue did not cause or contribute to an adverse event; however, this complaint is being reported due to the power issue. A replacement pump was sent to the patient.